Event description:
The patient reported that the pump was not holding a charge. Customer support made multiple attempts to follow up with the patient without success. No further information was available. This report is made based on the allegation that the insulin pump may have had a power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.